Event description:
It was reported, the pt's ipg is constantly drifting in the pocket. The pt must keep repositioning the ipg during charging. The pt reports that the ipg pocket is loose. The pt also reports, she is feeling stimulation but the pain relief has decreased to the point of almost be ineffective. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.